Manufacturer narrative:
Adverse event or product problem corrected data: lead malfunction issue was inadvertently reported on MDR # 1644487-2008-01012 instead of being reported as an initial MDR. Device malfunction is suspected.

Event description:
Reporter indicated that the pt's vns system was replaced because it was "malfunctioning". Attempts for further info from the reporter have been unsuccessful to date. The explanted generator and lead have not been returned to date. This info was originally reported in MDR.